Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed motor test. The rewind functioned properly during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming motor error while attempting to prime. Customer stated that they do not use the sensor feature and was unable to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 455 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.